Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a loss of connection and an adverse event. The patient stated that they experienced signal loss on the continuous glucose monitor (cgm). The patient went into a low and passed out. The patient's mother and husband came home to find the patient passed out and the cgm was showing low. The patient's mother administered the patient with 1 dose of glucagon and the patient recovered and went to work. It was unknown if the signal loss was experienced before or after the patient experienced a low event. At the time of contact, the patient was feeling fine. No additional patient or event information is available. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.